Event description:
Tech alleged that the head section would not raise or lower.

Manufacturer narrative:
Tech found that the head cylinder was leaking fluid. Tech replaced the head cylinder to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.